Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the actual product inspection, we surmise that the guidewire became stuck due to buckling of the needle tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
During an IV-eus procedure, it was reported that a guide wire could not be inserted into the device. It was further reported that "it was not passed through when it was being placed through the scope and into the lumen". The product was replaced with another similar device, and the procedure was completed without further event. There was no report of harm, nor adverse event associated with this report.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.